Manufacturer narrative:
Steris engineering evaluated the original lighthead subject of the report and determined the lighthead main microcontroller required reprogramming; once reprogrammed, it was found to function normally. Engineering also determined that a drive microcontroller was non-responsive after an attempt to reprogram it. Steris engineering evaluated the replacement lighthead and found that it was functional, but that a voltage drop measured at the noise filter caused the report of the wall controller fault, which resolved itself. No further issues have been reported with this surgical lighting system. These occurrences are isolated; steris has received no other reports of these occurrences.

Event description:
The user facility reported that during a patient procedure, the lighthead stopped working. The procedure was completed successfully without delay using another lighthead on the dual lighthead system. No injuries were reported to hospital staff or patients.

Manufacturer narrative:
A steris technician inspected the lighthead and found it would not turn on and the wall controller stated "failure in lighthead 2." The technician verified that the lighthead calibration and voltage were within specifications and power was being supplied to all lighthead connections. The technician replaced the lighthead, cleared the wall controller fault, calibrated the light and returned it to service. The technician was notified by the user facility that the lighthead was not working after his initial inspection. The technician inspected the light and found it to be operating properly however he noted after allowing the light to remain on awhile a wall controller fault occurred, which resolved itself. As a precaution, the technician replaced the lighthead and returned the light to service. The device history record evidences the light was manufactured to specification. The lightheads will be returned to steris for evaluation and a follow-up report will be submitted should additional information become available.